Event description:
It was reported that the insulin pump alarmed motor error. Customer did not recall any significant events leading to the alarm. Device was not dropped, bumped or exposed to a strong magnetic field. Customer does not use sensor feature and is able to complete rewind sequence. Blood glucose value was 600 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.